Event description:
It was reported oxytocin infused at faster different rate than what the drip chamber reported. Nurse paused, then restarted and it infused correctly. Customer reports this is a 5th instance. Bolus of oxytocin was confirmed by the heartrate decelerations of the fetus during initiation of the infusion. It was reported magnesium was administered to slow the rate of contractions. During manufacturer representative on-site visit, representative was able to view infusion set up of event as devices have been sequestered in clinical engineering department. IV set was joined at the bottom of the IV set at the last ¿y¿ site. The pump module doors have not been opened since the event. Representative did note the IV set loaded incorrectly causing a gap in the door. Education was provided by on site bd representatives regarding proper set loading as well as use of roller clamps and optimal pump height. Received a copy of customer's medwatch from FDA which states "alaris IV pump appeared to be bolusing pitocin that was set at a rate of 2 milliunit/min. Reference report: mw5146089."

Manufacturer narrative:
Correction: it was determined through investigation of the devices that the initially reported suspect device reported under manufacturer report number 2016493-2023-236649 is a concomitant. Please refer to manufacturer report number 2016493-2023-236654, which captured the correct suspect device per investigation report.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported oxytocin infused at faster different rate than what the drip chamber reported. Nurse paused, then restarted and it infused correctly. Customer reports this is a 5th instance. Bolus of oxytocin was confirmed by the heartrate decelerations of the fetus during initiation of the infusion. During manufacturer representative on-site visit, representative was able to view infusion set up of event as devices have been sequestered in clinical engineering department. IV set was joined at the bottom of the IV set at the last ¿y¿ site. The pump module doors have not been opened since the event. Representative did note the IV set loaded incorrectly causing a gap in the door. Education was provided by on site bd representatives regarding proper set loading as well as use of roller clamps and optimal pump height.